Event description:
It was reported that the item 05.000.008 was not working properly. It is unknown when the incident was observed. The patient involvement is unknown. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed. This report involves one handle battery powered driver.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h4, h6 investigation summary: service and repair evaluation: the customer reported that it was reported that the item 05.000.008 is not working properly. The repair technician reported that motor goes intermittent in fast forward, reverse condition and low in forward condition. Discolored membrane vent, cracked contact plate, discolored wires, debris on internal components, rust on nose cone and motor, patina on housing motor and drive column. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection on 19-sep-2024 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: part # 05.000.008, synthes lot # 007155, supplier lot # na. Release to warehouse date: 27-apr-2020. Manufactured by: synthes monument. No ncrs were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.